Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed resistance testing. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed, however it was not duplicated after extensive testing. The ac charger was replaced as precaution. Analysis for reports of this type has not identified an increase in trend.